Event description:
It was reported that, after a tka surgery, the patient underwent a revision surgery on (B)(6) 2022 because the post of an unknown journey bcs/journey ii bcs knee insert broke, so it was removed and replaced. Patient is stable.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, further information is not available, nor will the device be available for return. Based on the information provided, this patient was revised due to the breakage of an unknown journey bcs / journey ii bcs knee. Since it was reported the patient is currently in a stable condition no further clinical/medical assessment is warranted at this time. Should any additional relevant medical information be provided, this case would be re-assessed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to traumatic injury or surgical technique. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.